Event description:
It was reported that the user experienced difficulties with ilet use and supplies, expressed dissatisfaction with glycemic control, and engaged in off-label behaviors including ¿ghost¿ meal announcements and disconnecting from the ilet to administer outside injections, while also reporting frustration with infusion set site changes. Symptoms included elevated glucose levels, as evidenced by an a1c of 8.2 and user-reported highs/ lows, with values of 300 mg/dl and 42 mg/dl. Outcomes included additional training assigned to address infusion set placement and to counsel against ghost meal announcements and unsupervised injections. Investigation included user education and coaching. Investigation of this case revealed user technique factors related to meal announcement practices and infusion set management. It was concluded that the event involved use-related issues rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.